Manufacturer narrative:
Reported issue of bands deployed prematurely. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure on an unknown date. According to the complainant, during the procedure, the bands prematurely deployed before touching the varicose veins. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation results: only the ligator head was returned for analysis. A visual examination of the returned component found five bands present and three of the five bands were moved out its position. The ligator head teeth were bent and the suture was broken in the suture loop. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure on an unknown date. According to the complainant, during the procedure, the bands prematurely deployed before touching the varicose veins. Additional information received on january 12, 2017. It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopy with ligature procedure performed on (B)(6) 2016. There were no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure on an unknown date. According to the complainant, during the procedure, the bands prematurely deployed before touching the varicose veins. Additional information received on january 12, 2017. It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopy with ligature procedure performed on (B)(6) 2016. There were no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.